Event description:
Information was received from a consumer regarding a patient's implanted infusion pump containing morphine (dose and concentration unknown). The indication for use was non-malignant pain. It was reported that the patient's pump was not working for him, and was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.